Event description:
It was reported an alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Customer had not yet addressed blood sugar.. Customer was informed that an alarm occurs when something is continuously pressing on the wake button. Caller understood and acknowledged. Caller successfully resumed insulin. Customer continued to use the pump for insulin therapy

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.